Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix iliac stent graft system was implanted to treat an abdominal aortic aneurysm. Patient returned for a follow-up where an occlusion of the iliac limb stent graft was observed. The physician has decided to re-intervene at an unscheduled date and will perform a thrombectomy. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the occlusion of the left iliac limb was found to be unknown/undetermined due to the lack of medical records and imaging surrounding the event. The uneven positioning of the iliac limb radiopaque markers and subsequent possible narrowing of the proximal aspect of the left limb may have contributed to this event, however, this could not be definitively determined with the available imaging. The final patient disposition was discharged post-operative day three in good condition following the secondary endovascular procedure. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.